Event description:
This product was implanted in a pt undergoing the operation of high tibial osteotomy (hto). The pt fell down about three months after the surgery. X-ray images suggested the possibility of loosening and displacement of some of the screws used for internal fixation. Comments of the surgeon concerned: despite this situation, not only bone alignment has been maintained, but also the pt has not complained of pain at the osteotomy site. The surgeon therefore determined to observe the progress of the osteotomy site of the pt. According to the surgeon, if nonunion should occur, the pt will require additional surgery.

Manufacturer narrative:
The device (referenced in this report) was not returned to olympus terumo biomaterials corporation for eval. The device history record was reviewed, and no irregularities were noted. This event was caused by the fact that the pt fell down. Thus, we concluded that this product has no direct causal relationship with this event. The osferion bone void filler package insert states in the following section: warning and precaution - if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extruction of the osferion due to loosening. It is important to fill the defect as completely as possible so that osferion directly contacts the vital bone. Adverse events: fracture. This report is being submitted as a medical device report is an abundance of caution.